Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), oophorectomy ('oophorectomy') and type 2 diabetes mellitus ('autoimmune disorder/ auto-immune disorder: diabetes type 2') in a (B)(6) year old female patient who had essure (ess205) (batch no. 624495) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation was done at the time of essure implant" and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included asthma, depression, migraine, herniated disc, palpitation, uterine fibroids and adenomyosis. Concurrent conditions included dysfunctional uterine bleeding, overweight, anemia, anxiety, tachycardia and cystitis interstitial. Concomitant products included atenolol, fluconazole (fluconazol), hydrocodone, intrauterine contraceptive device (iud nos), iron preparations, lansoprazole (prevacid), methocarbamol (robaxin), norethisterone (ortho micronor-28), nystatin, pentosan polysulfate sodium (elmiron), salbutamol (albuterol) and topiramate (topamax). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced abdominal pain ("abdominal pain"). In 2012, the patient experienced visual impairment ("vision problems"), eye disorder ("eye problems") and vision blurred ("blurry vision"). In 2013, the patient experienced weight fluctuation ("weight gain/loss") and depression ("psychological r psychiatric problems and conditions: depression"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). In 2016, the patient experienced fatigue ("fatigue/ hormonal changes: fatigue/chronic fatigue") and hot flush ("hormonal changes: hot flushes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), type 2 diabetes mellitus (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract infection ("urinary problems/ bladder or urinary tract problems or changes: uti"), tooth fracture ("dental problems: broken teeth/ brittle teeth"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), mental disorder ("psychological or psychiatric problems condition"), anxiety ("anxiety"), arthralgia ("joint pain"), back pain ("lower back pain"), hyperhidrosis ("sweating"), dysuria ("painful urination"), cystitis ("bladder infection") and anaemia ("anemic"), underwent oophorectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with antibiotics, duloxetine hydrochloride (cymbalta), metformin and surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, oophorectomy, type 2 diabetes mellitus, hormone level abnormal, bladder disorder, urinary tract infection, tooth fracture, dyspareunia, dysmenorrhoea, visual impairment, eye disorder, fatigue, weight fluctuation, mental disorder, hot flush, depression, anxiety, fibromyalgia, abdominal pain, arthralgia, back pain, hyperhidrosis, dysuria, cystitis, vision blurred and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, eye disorder, fatigue, fibromyalgia, hormone level abnormal, hot flush, hyperhidrosis, mental disorder, oophorectomy, pelvic pain, tooth fracture, type 2 diabetes mellitus, urinary tract infection, vision blurred, visual impairment, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. Patient had d & c, hysteroscopy, thermal ablation, and essure sterilization postoperative instructions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. On (B)(6) 2007 patient had pathology report resulted in proliferative endometrium. Negative for hyperplasia or carcinoma. Concerning the injuries reported in this case, the following one was described in patient¿s medical record confirming event: fatigue. Concerning the injuries reported in this case the following were reported via social media- anaemia. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Case became serious incident. Essure removal surgery was marked for previously reported event pelvic pain. Essure removal date added. New event- oophorectomy added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.